Manufacturer narrative:
The allegation of lead migration cannot be confirmed or refuted via laboratory testing.(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation following a physiotherapy appointment. X-rays were taken and indicated the lead migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Reportedly, effective therapy was restored.